Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during the implant procedure, and was suspected to be due to difficult patient anatomy. An attempt to reposition the lead was made but unsuccessful. The lead was removed. No patient complications have been reported as a result of this event.